Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would boot up with a white display. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the user interface pcb assembly to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u2. The memory of u2 had become corrupt which caused the device to be unable to complete a boot-up and log an event code that is associated with a device lock up.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device would boot up with a white display. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.